Manufacturer narrative:
The subject device has been returned to olympus medical systems corp. (Omsc) and it is being investigated. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, the endoscopic image was distorted. The user replaced the subject ltf-vh to another unspecified device and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon which was that the endoscopic image was distorted. Omsc disassembled the subject device. However, there were no abnormalities in the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of buckling could not be conclusively determined, however there is possibility that this phenomenon is attributed to the thermal or electrical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.